Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were pause/under sensing episodes noted on confirm device. Review of the stored electrograms confirmed the presence of false pause episodes due to poor sensing. Patient was asymptomatic. Additional information was not reported.